Event description:
A low readings issue was reported with the adc device via webform. Customer received a sensor scan result perceived to be low and self-treated with a large amount of sugar by consuming grapes and candy/sweats. Customer subsequently experienced hyperglycemia and was unable to self-treat, requiring treatment by insulin (type/dose unknown) and water provided by non-healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor was properly inserted. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and the results were within specification. Performed a source measure unit (smu) test and were measured to be within specification. Poise voltage was also within specification indicating that the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device via webform. Customer received a sensor scan result perceived to be low and self-treated with a large amount of sugar by consuming grapes and candy/sweats. Customer subsequently experienced hyperglycemia and was unable to self-treat, requiring treatment by insulin (type/dose unknown) and water provided by non-healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.